Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Corrected data: h6 - patient code 1494: off-label use (age < 21 years old) should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
(B)(6). This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -11.5/0.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. The lens was removed within the same surgery due to a lens tear/break during injection/delivery into the eye. There was no patient injury. Cause of event was unknown.